Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope had a loose rotation mechanism. The issue was found during unspecified procedure that was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fiber breakage a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the device has a loose handle rotation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.